Event description:
It was reported that the device and right ventricular and right atrial leads were implanted after the use-before date. The lead remains in use. The device was removed and replaced on the same day it was implanted. No complications were noted as a result of this event. It was further reported that the leads and device were not implanted after the use-before date and the device was removed after eight years due to elective replacement indicator.

Event description:
It was reported that the device and right ventricular and right atrial leads were implanted after the use-before date. The lead remains in use. He device was removed and replaced on the same day it was implanted. No complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The incorrect suspect medical device model 5076/ serial (B)(4) was inadvertently reported for this complaint under manufacturing report number 2649622-2012-16332 and as a result this report is being redacted. The available information reasonably suggests that a medtronic product was neither a cause nor a contributing factor in a death or serious injury and the available information reasonably suggests that the device was able to perform its essential function.